Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device ("unintended pregnancy") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation: right fallopian tube perforated by essure coil,"), device dislocation ("migration") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (termination),") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: anaprox. Concurrent conditions included laceration. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: case correction: event outcome changed. Event coding perforation changed to fallopian tube perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation: right fallopian tube perforated by essure coil/laceration from essure coils'), device dislocation ('migration') and pregnancy with contraceptive device ('unintended pregnancy/pregnancy (termination)') in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (2009) in 2009, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6) 2008,), termination of pregnancy, gallbladder disease, vaginal delivery ((B)(6) 2008) and missed abortion. Previously administered products included for an unreported indication: anaprox. Concurrent conditions included laceration, grand multiparity and tobacco user. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2009, the patient experienced pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant and she had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008. The planitiff experienced another pregnancy episode with essure in 2009 which captured under case (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation: right fallopian tube perforated by essure coil/laceration from essure coils"), device dislocation ("migration") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (termination)") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6)2002, (B)(6)2004, (B)(6)2008, ), pregnancy with contraceptive device (2009) in 2009, termination of pregnancy and gallbladder disease. Previously administered products included for an unreported indication: anaprox. Concurrent conditions included laceration, grand multiparity and tobacco user. In (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2009, the patient experienced pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant and she had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2008. The plaintiff experienced another pregnancy episode with essure in 2009 which captured under case (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received. Reporter information were added. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, lower abdomen pain and essure confirmation test: no were added. Onset date of event were added. Medical history were added. Event verbatim were updated as perforation/perforation: right fallopian tube perforated by essure coil/laceration from essure coils. Fup 5 and 6 processed together. On 14-jan-2019: mr received. Reporter information were added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation: right fallopian tube perforated by essure coil/laceration from essure coils'), device dislocation ('migration') and pregnancy with contraceptive device ('unintended pregnancy/pregnancy (termination)') in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pregnancy with contraceptive device (2009) in 2009, multigravida, parity 3 (B)(6) 2002, (B)(6) 2004, (B)(6) 2008,), termination of pregnancy, gallbladder disease, vaginal delivery (B)(6) 2008) and missed abortion. Previously administered products included for pregnancy prevention: depo provera from 2004 to 2005 and pill from 1997 to 2000; for an unreported indication: anaprox. Concurrent conditions included laceration, grand multiparity and tobacco user. In february 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2009, the patient experienced pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant and she had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008. The plaintiff experienced another pregnancy episode with essure in 2009 which captured under case (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : outcome of event vaginal haemorrhage and menorrhagia were updated. Historical drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation: right fallopian tube perforated by essure coil/laceration from essure coils"), device dislocation ("migration") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (termination)") in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6)2002, (B)(6)2004, (B)(6)2008,), pregnancy with contraceptive device (2009) in 2009, termination of pregnancy, gallbladder disease, vaginal delivery (B)(6)2008) and missed abortion. Previously administered products included for an unreported indication: anaprox. Concurrent conditions included laceration, grand multiparity and tobacco user. In (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2009, the patient experienced pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant and she had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2008. The plaintiff experienced another pregnancy episode with essure in 2009 which captured under case (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: mr received. Reporters information updated. Lot no. Added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation: right fallopian tube perforated by essure coil,"), device dislocation ("migration") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (termination),") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: anaprox. Concurrent conditions included laceration. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.